Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported break was confirmed as a material deformation. The reported difficult to advance could not be tested as it was based on operational context. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the stent delivery system encountered resistance with the patient¿s heavily calcified and 70% stenosed lesion, resulting in the reported difficulty during advancement. Additionally, it is likely that manipulation of the sds during its interaction with the anatomy, contributed to the noted material deformation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a 70% stenosed lesion in the circumflex artery with heavy calcification. The 3.5x18mm xience sierra stent delivery system (sds) was advanced to the target lesion with resistance due to the anatomy and the stent was noted to be become fractured; however, remained in 1 piece. Therefore, the sds was removed from the patient and a new unspecified device was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.